Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl, 500 mg/dl at the time of the incident. Another blood glucose level was 193 mg/dl. The customer was declined troubleshooting for high blood glucose. It was unknown the symptoms related to high blood glucose. The customer was treated with manual injection. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.